Event description:
The affiliate reported the customer alleged elevated troponin I (access accutni) results, for four patients, involving the unicel dxi 800 access immunoassay system used in conjunction with the access accutni assay and calibrator. One patient's sample produced an initial result of 0.12 ug/l. The same patient sample was reanalyzed and recovered results of 0.0001 ug/l and 0.004 ug/l. Subsequent analyses of the other three patients' samples recovered negative troponin I results actual values were not supplied. The customer stated all four erroneous results were released out of the laboratory and questioned by the cardiologist as the values did not fit the patients' clinical status. There was no report of patient consequence or change in patient treatment associated with this report. The customer indicated quality control was within specifications at the time of the event. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. This is report one of three representing the two patients that did not require medical intervention, on the event date noted.

Manufacturer narrative:
The field service engineer (fse) discovered dispense probe #3 was loose and not secured to the probe holder. The fse tightened and secured dispense probe #3 screw to its holder and resolved the issue. The fse noted system check was within specifications prior to service. The fse verified system check and quality control were within the acceptable limits. No further issues were noted. The instrument was returned to normal operation. All related medwatch reports associated with this incident: 2122870-2013-00440, 2122870-2013-00448, 2122870-2013-00449.